Manufacturer narrative:
Product ID 3058, serial# (B)(4), implanted: (B)(6) 2019. Product type implantable neurostimulator, product ID 3889-28, lot# va20s6a. Product type lead, product ID 3889-28, lot# va219a0. Product type lead. Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6), (B)(4): additional information was received from the patient. The patient said the x-rays are perfect but ¿some of the wires are out¿. The patient wanted to know what to do in an emergency since their doctor cant come in. Patient services reviewed patient programmer function and adjustments the patient can make on their own.

Event description:
Additional information was received from a consumer. It was reported that the patient called back repeating the same issue. The patient said the manufacturer developed a new device and does not have enough clinicians. The patient said she got programmed and the program does not work that well. The patient repeated the info about the migrating wires. She mentioned she has 4 devices that always have to be charged and does not work as well as the others. The patient said when she goes to the doctor's office, everyone is complaining about the smart programmer. The patient said the doctor should be able to program her device from his home and she should not have to go into the office to get programmed. Patient services reviewed device function and the patient said she is not comfortable changing programs on her own. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Continuation of d11: product ID 3058 lot# serial# (B)(6) implanted: (B)(6) explanted: product type implantable neurostimu lator product ID 3889-28 lot# va20s6a serial# implanted: explanted: product type lead product ID 3889-28 lot# va219a0 serial# implanted: explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 3058 lot# serial# (B)(6)implanted: 2019-(B)(6) explanted: product type implantable neurostimu lator product ID 3889-28 lot# va20s6a serial# implanted: explanted: product type lead product ID 3889-28 lot# va219a0 serial# implanted: explanted: product type lead review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va20s6a, implanted: (B)(6) 2019, other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 25-jun-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that their hcp told them that there were wires missing. The patient reported that something was wrong and mentioned pain and discomfort. They were unable to clarify if pain was from the ins. No further device issue alleged / identified. No further patient symptoms or complications were reported. Additional information was received from the patient. They were waiting to be programmed in a specific way since their lead wires are "migrating." They were told to leave the device on in the meantime "because it's better." They did need to decrease stim because it was painful. They had been wearing a bag for about 3 days and the hcp said they could remove it since the reps can't program the device with it in. The patient did not understand how the x-ray showed that their device was fine and then all of a sudden it wasn't. No further device issue alleged / identified. No further patient symptoms or complications were reported.